Event description:
It was reported that capture thresholds had increased and sensing thresholds had decreased since implant. Fluoroscopy revealed that the rv lead was still in position but had slightly pulled back. The lead was successfully repositioned and all measurements were good. The patient's condition was good before and after the event.

Manufacturer narrative:
Na